Event description:
A dcs plate broke in a pt post-op. In 2002, the plate was implanted in the pt and assisted weight-bearing by walker was prescribed. In 7/02, the pt experienced pain in area of injury and went to the ER where it was discovered by x-ray that the plate had broken at the third proximal screw hole. At that time it was also noted that the original fracture had not completely healed. 2 days later the plate was removed from the pt.